Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that, during the procedure, the physician aspirated for farawave insertion, however, air was visible in flush port of the faradrive flush port; despite multiple attempts to remove the bubbles, this was unsuccessful, leading to removal of the faradrive from the body and insertion of a new sheath. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.